Event description:
In 2000 pt was having a carpal tunnel release under bier block when pt started to complain of arm/chest pain and dizziness and ringing in the ear. The zimmer pt care (zpc) dual control valve (zimmer part number 60-750-401) and bier block cuff were removed and a single port cuff was applied to try and maintain the block. The valve was returned by the hosp to the zimmer distributor which then forwarded the valve and a zimmer product experience report (per) on the event to zpc in ohio in 12/2000. A package containing the valve and a letter from zpc qa dept was hand delivered to delfi medical innovations (MFR) in 01/2001. The letter did not contain a copy of the zpc product experience report, which was requested in a letter faxed to zpc qa dept in 01/2001. The original letter and per arrived at delfi by regular mail in 01/2001.